Event description:
The inari device was used to make one pass, thrombus noted. There was some resistance during the second pass, thought to be chronic thrombus. An attempt was made to remove the catheter through the sheath, which met resistance. Using fluoroscopy, it was determined that the coring element did not completely decompress despite doing so externally. The coring element was lodged in the basket of the sheath. When attempting to pull the catheter out, the basket of the sheath separated from the sheath itself. An additional procedure was required to remove the device.